Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device displayed only a green power light and would not complete a boot-up cycle while in use with a patient. The customer was called to the patient because it was reported that the patient had an internal defibrillator that had delivered defibrillation energy, twice. Following the reported failure of the device not completing a boot up cycle, the customer removed and reinserted the physio-control brand batteries two to three times before the device would power on properly. It took approximately five minutes before the device would power on properly; however the device was removed from the patient and a second device placed on them for the remainder of the event. There was a two to three minute delay between use of the first device and the second device. The patient was transported to the hospital and there was no compromise to their care or an adverse event due to the reported failure.